Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom was verified. The reported symptom, system error 322 was reproduced during evaluation and found to be caused by a failed lower link switch. The event history log review was performed and verified the system error 322. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.